Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. On (B)(6) 2025, the pediatric patient experienced a skin reaction with itching, burning, redness, dry skin, and infection under entire patch area. The patient was seen by a doctor on (B)(6) 2025 and the skin reaction was treated with a prescription of an oral antibiotic, cefadroxil 500mg for 10 days. At the time of the follow up contact the parent on (B)(6) 2025, the patient had started taking the medication since 3 days ago and the infection was still present. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.